Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the nozzle, instrument channel, and suction channel. The specific material was not identified and the nozzle was not reported to have been deformed. Although it was discovered that reprocessing had not been implemented in line with the instructions for use (IFU), the cause as to how the foreign material flowed into the nozzle/channel could not be determined. Detailed information regarding handling at the facility could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material came out of the nozzle due to insufficient cleaning, a foreign object came out of the forceps channel, and a foreign object came out of the suction channel. The reported issues (cloudy and dirty lens) were not confirmed during testing. In addition, drainage failed due to the nozzle being clogged, angulation was insufficient due to elongation of the angle wires, the adhesive on the bending section cover was cloudy, the adhesive on the objective lens and light guide lens was cloudy due to handling, the objective lens was scratched due to handling, the adhesive on the objective lens was peeling, and the tip cover was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the lens on the subject device was cloudy and dirty. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found coming out of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.